Event description:
It was reported that during activation it was difficult to bend the accusol bag which subsequently resulted in a leak. There was no patient involvement. No additional information is available. This is report 16 of 25.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection was performed and the sample was intact. Functional testing was performed with the long and short seals able to be activated with no issues noted. The reported problem could not be identified. Should additional relevant information become available, a supplemental report will be submitted.